Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother stated that did not have access to the smart device at the time of call. Dexcom representative advised patient's mother to try and pair transmitter with receiver and to note results. Also suggested patient's mother to troubleshoot smart device by closing all applications, forgetting all bluetooth devices, and resetting the smart device. Patient's mother called back later to report that she was not able to establish a connection. No additional patient or event information is available.